Manufacturer narrative:
Product analysis: analysis noted that the stylus was defective and the touchscreen was worn with an area of dead pixels in the center of the screen. Analysis also noted that the left latch of the cord bay was broken, the media bay door was missing, and the lower and upper pins of the personal computer memory card international association (pcmcia) slot are broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.